Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 20-jan-2023. Bd received 156 samples and 2 photos from the customer in support of this complaint. A visual examination of the samples and photos was performed and show vacutainer tubes in a shelf pack, there is a slight variation in the color of the hemogard shield; however, the variation is acceptable per bd procedure. Additionally, 100 retention samples were inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode from the samples and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 200 bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the caps had an uneven coloring. The following information was provided by the initial reporter, translated from chinese to english: after opening the package, the color of the purple cap cover is uneven, which has no effect on patients and users.

Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of the photos was performed and show vacutainer tubes in a shelf pack. There is a slight variation in the color of the hemogard shield; however, per bd procedure, the indicated variation is acceptable. Additionally, 100 retention samples from the bd inventory were inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode from the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 200 bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the caps had an uneven coloring. The following information was provided by the initial reporter, translated from chinese to english: after opening the package, the color of the purple cap cover is uneven, which has no effect on patients and users.